Manufacturer narrative:
The company representative examined the system and observed low power output. The company representative replaced the laser indirect ophthalmoscope (lio) cable to resolve the customer reported problem. The system was then tested and met product specifications. The replaced lio was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary n accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
A surgical technologist reported that during surgery, the lio (laser indirect ophthalmoscope) did not emit the laser beam. The lio was exchanged and the case was completed with no harm to the pt.